Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board was reseated. The system was then found to be operating as intended.

Event description:
The customer reported an intermittent loss of the live image on the left monitor. There is no report of pt injury associated with this event.